Event description:
Healthcare professional reported left side "rupture." Healthcare professional later reported "mastalgia and breast asymmetry", ¿became big¿, and ¿fell as little stone.¿ the events of ¿simple cysts, regular and without contrast enhancement, smaller than 3 mm¿, ¿solid nodule" are not device related. Device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number: 9617229-2023-15451. Clarification to b3 date of event: partial date february 2023. Clarification to d1-d4 device information: device information for both sides was provided, but it is unknown which device belongs to which side. A partial catalog number has been populated in the record as it is the only matching information for both devices: device 1: inspira tsf; serial number: (B)(6); lot number: 2923361 and catalog number: n-tsf325. Device 2: inspira tsf; serial number: (B)(6); lot number: 2967071 and catalog number: n-tsf345. Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.